Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer declined to troubleshoot with tandem technical support, additional information was not obtained.